Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous, moderately calcified, 85% stenosed left anterior descending artery (lad). The lesion was predilated with a 2.50 x 15 mm maverick balloon. The physician advanced a 3.50 x 12 mm taxus express2 drug eluting stent , but did not place the stent. No significant resistance was felt during advancement or withdrawal of the stent. Upon removal it was seen that the proximal end of the stent had become flared. The procedure was successfully completed with another 3.50 x 12 mm taxus stent. No pt complications were reported.